Event description:
It was reported that pump touchscreen was unresponsive and wake button stuck or did not respond. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no further information was obtained, and customer was out of warranty and in process of obtaining new device.